Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - (B)(6) 2009, inratio - 3.6, lab - 18, mean - 10.80, confidence limits - unable to determine. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned.

Event description:
Caller alleged discrepant results with inratio versus lab. Inratio - 3.6, lab - 18. Patient had bleeding event (bloody nose) and was tested at the lab inr=18, then they tested with the meter and got a 3.6. Caller did not know how long after the lab test that the inratio was tested and also didn't know what kind of intervention was done to the patient. Caller explained that the meter has a history of giving problems (not enough sample errors) and they have discontinued use.